Event description:
Customer reported that when pressing the rotation button, images continued to spin, and also issues intermittent issues with moving up and down and issues with fluoring, and had to reboot during a case.

Manufacturer narrative:
A ge representative evaluated the system and repaired a wire, adjusted the 5v power supply, and instructed the customer on the proper use of the up/down movement function. System operates as intended.